Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) (B)(4). Reason for original complaint - litigation papers allege cobalt-chromium metal debris have been released into the patient's tissue surrounding the implant. Patient experienced pain and discomfort in and around his left thigh and left hip and left leg area with a grinding sensation occurring in both hips, with audible squeaking. Update 12/17/2015- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, difficulty sleeping, left leg discoloration and weakness, regular loss of balance and trouble walking. Medical records and the revision surgical report noted that the patient had left hip infection 10 days post-operative, seroma and hematoma that were reasons for revision. The revision surgical report noted all components were removed, hip washed out and new components implanted. There was no allegation of elevated chromium cobalt levels and no documentation of debris in patient tissue as alleged. Part/lot updated and stem, cup, and bone screw added for infection. The complaint was updated on: jan 6, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combinations since release for distribution. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegation. Added lawyer and firm. Updated dob.